Manufacturer narrative:
D2b pro code (product code): lit, dqy. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure atmospheres for using deionized water. A vacuum was then applied, and the balloon was fully deflated in less than 30 second. The inflation device was verified at 40 atmospheres, before and after use with calibrated pressure gauge. His inflation to rated burst pressure and deflation was repeated three times with full balloon deflation of the balloon being achieved in less than 30 seconds on every occasion. No issues were identified with balloon inflation or deflation. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage.

Event description:
It was reported that deflation issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 5.0mm x 100mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon was first inflated at 30 atmospheres for 30 seconds. However, upon deflating the balloon, it could not decompress. The negative pressure was kept applied and was achieved in about 1 minute instead of 15 seconds. The balloon was removed in a deflated state, and the procedure was completed with a 6.0mm x 100mm x 75cm athletis balloon. No complications were reported.